Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and oil mist filter were replaced to resolve the issue. Unit meets specifications and was returned to service on 07/12/2016.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered a haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the vacuum pump was returned and tested. The reason for return of the vacuum pump was confirmed. ¿the oil mist filter was returned and tested. The oil mist filter exhibited a mist. The reason for return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor issue is the oil mist filter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.